Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - patient was revised to address cup loosening, which was causing pain. The screwdriver instruments were broken during cup reimplantation. Doi: (B)(6) 2011 - dor: (B)(6) 2012 (right hip). Update 4/1/2013 - ppd and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup. Six unknown screws are being added to the complaint as they were implanted on the doi. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/7/15.